Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead pacing lead impedance was high, and out of range values. The impedance was data was not being stored during a device check as a result of the high values. The impedance data algorithm was reinitiated and is being monitored. It was further noted that the lead exhibited high capture threshold. Technical services suggested programming changes to the lead. The patient was stable.